Manufacturer narrative:
H3. Analysis of the pump identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. (B)(4) began distributing pumps with this design change in (B)(6) 2017. Destructive analysis identified residue in the motor gear train. Analysis of the catheter identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Visual inspection of the sutureless connector (sc) identified coring/tearing in the cup of the connector. Continuation of d10: product ID 8596sc; serial# (B)(6); implanted: (B)(6) 2011; explanted: (B)(6) 2023; product type catheter; ubd: 06-jul-2013; UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 30 mg/ml at 21.939 mg/day and unknown baclofen 1500 mcg/ml at 1,097 mcg/day via an implanted pump. It was reported the sutureless pump connector from the 8596sc failed to be removed from the pump during the pump replacement and it was revised with an 8578 on (B)(6) 2023. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available. Additional information received from a company representative (rep) reported the reason for the pump replacement had been due to normal end of life and the pump would also be returned.